Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence. It was reported that following insertion the patient experienced erosion, infection, urinary problems, bleeding and dyspareunia. It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 . It was reported that the patient underwent removal of mesh on (B)(6) 2007 due to pain, bleeding and dyspareunia. No additional information was provided

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted along with concurrent d&c and novasure endometrial ablation. Patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence and following insertion the patient experienced erosion, infection, urinary problems, bleeding and dyspareunia. Patient underwent removal of mesh on (B)(6) 2007 due to pain, bleeding and dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and (B)(6) sec was implanted.